Event description:
Customer using accu-chek compact system. Customer reports getting readings of 900mg/dl, 600mg/dl, 561mg/dl, 400mg/dl, and 221mg/dl or 222mg/dl. Customer also got results of 400mg/dl, 300mg/dl, 200mg/dl. All of these tests were taken back to back on the same meter. Location of testing not provided. No quality control info provided. No treatment was received based on readings. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek compact system: meter, accu-chek compact test strips lot # not provided, exp date not provided.

Manufacturer narrative:
The suspect product is the compact test strip.